Manufacturer narrative:
The device was received fully deployed. The investigation found a tear in the exposed soft cannula and when the fluid path test was run and leak was observed coming from the tear. The exact cause and timing of the tear could not be determined, and it could not be determined if the tear contributed to the reported event. No other damages or defects were found that would contribute to a failure to deliver insulin. The pod data showed no time outs, drive stalls or other abnormalities that would indicate struggle in the drive mechanism. The inspection of the patient history buffer (phb) data found no issues with the algorithm that would contribute to a failure to deliver insulin. The cause of the reported event could be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours on the arm. Investigation of the pod found a tear in the cannula.